Event description:
It was reported that during a port placement procedure, the port allegedly had missing or broken butterfly needle wings. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records was performed. The device has been returned to the manufacturer for evaluation. However, photos and videos were provided for review. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure, the port allegedly had missing or broken butterfly needle wings. It was further reported that there is a fluid leak in the exhaust. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. However. Three videos and two photographs were provided for review. The videos showed infusion set placed in patient. In each video, the clinician was shown pointing to the damaged stabilization tab. In second video, the tab was noted to be missing. In the third video, both tabs were present, one was bent upward at the base. Therefore, the investigation is confirmed for the reported fracture and identified material separation issues. However, it is inconclusive for fluid leak as the provided evidence is not sufficient to confirm the reported event of fluid leak. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, e1, g3, h6 (device, component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.